Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed the stent of the device to be fully deployed from the device. The stent was not returned for analysis. A visual and tactile inspection identified no kinks or damage to the delivery system and tip of the device. This concludes the product analysis.

Event description:
It was reported that the stent was shortened, requiring placement of another stent. The over 55% stenosed target lesion was located in the left carotid artery measuring 35mm in length. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the actual size of the stent was shorter than the labeled size. The diameter of the common carotid artery was 8mm, the internal carotid artery measured 5mm, and the length of the stent under angiography was 20mm. The stent model was 940 corresponding to 849, and the stent is normally between 45 to 55mm in length after placement. Therefore, it was determined that the device was insufficient in length. The stent was then implanted, and the stent shrunk forward and jumped backwards. The size after implantation of the stent was 20mm. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent was shortened, requiring placement of another stent. The over 55% stenosed target lesion was located in the left carotid artery measuring 35mm in length. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the actual size of the stent was shorter than the labeled size. The diameter of the common carotid artery was 8mm, the internal carotid artery measured 5mm, and the length of the stent under angiography was 20mm. The stent model was 940 corresponding to 849, and the stent is normally between 45 to 55mm in length after placement. Therefore, it was determined that the device was insufficient in length. The stent was then implanted, and the stent shrunk forward and jumped backwards. The size after implantation of the stent was 20mm. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.